Event description:
It was reported that during an unspecified procedure, the balloon catheter became stuck on the wire. The 90% stenosed lesion being treated was located in the mildly calcified superficial femoral artery (sfa). The sterling balloon was inflated an unk number of times; however, there was no difficulties with inflation or deflation. The sterling balloon was fully deflated; however, when the physician attempted to withdraw the balloon catheter, he encountered resistance. The physician tried to remove the other MFR's .014 guide wire; however, he ended up removing both the sterling balloon catheter and the guide wire together as one unit, losing access to the vessel. The procedure was competed successfully with another wire and balloon. The pt experienced no symptoms during this event, and no pt complications were reported. Pt's status was reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.